Manufacturer narrative:
H6: health effect - impact code: non-serious injury/illness/impairment. It should be noted; the device was implanted in a patient with functional mitral regurgitation. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both functional and degenerative mitral regurgitation in the region where the procedure was performed. Therefore, the implant will not be considered off-label in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
As per the report received from singapore, during a pascal precision procedure in the mitral position, the patient experienced st elevation due to air embolism. During the procedure, the introducer was inserted into the guide sheath and both components were introduced into the patient. Subsequently, the introducer was aspirated - a procedural step not outlined in the device's instructions for use - and then the incident happened. The air was resolved, and patient stabilized. The procedure continued with excellent outcomes. The mitral regurgitation was reduced to trace.